Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number: 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number: 09n79-096, which received FDA eua approval.

Event description:
The customer reported a false not detected result for the rsv target on the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) was reported as negative when it was tested on (B)(6) 2024. A repeat of the run resulted as positive for the rsv target. There has been no report of impact to patient management. The customer has not indicated which result was reported outside of the laboratory.

Manufacturer narrative:
Corrections: update g4 to n/a as this submission was for a same/ similar product. Investigation into this complaint includes the following: investigation is summarized as follows: retain sample evaluation the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 was performed. The file sample evaluation met all validity and acceptance criteria. The product file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 received a disposition of pass. Testing results did not reproduce the customer's observations. Customer data review: the validity of runs was verified. The runs involving the reported samples were valid. The assay met specification requirements for the rsv target, and no error codes or performance related flags were displayed for the samples, as well as for the run controls. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 (including the components) did not identify any issues that could result in the reported complaint. No issues or records related to the reported complaint were found that would indicate any issues which could have led to the reported complaint. The quality control (qc) amp kit masterlot testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any related existing internal quality records that could result in the reported complaint during production or internal use. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot numbers 406016 and 4060161. Complaint history review: a lot specific complaint history review was performed. Complaint trending was completed. A trend violation was not identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 was not identified.

Event description:
The customer reported a false not detected result for the rsv target on the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) was reported as negative when it was tested on (B)(6) 2024 even with a visible amplified curve (sigmoidal) and crossing the threshold at 24.91ct. A repeat of the run on (B)(6) 2024 resulted as positive for the rsv target. There has been no report of impact to patient management. The result was reported as positive.

Manufacturer narrative:
03/11/2025 updates: updated b3 from 13-dec-2024 to 04-dec-2024. Updated b4 event description.